Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. There was no reported impact to customer's blood glucose. A replacement usb cable and was wall adapter was sent to the customer to address the event.